Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose. Blood glucose at the time was 300 mg/dl; current reading was 400 mg/dl. Customer stated she found the cannula to be bent when changing the site. Customer was advised about the recommended insertion process. Customer was advised to change the complete infusion set.